Event description:
A surgeon reports performing a lens exchange due to opacification on the intraocular lens identified the day of surgery. The patient's outcome following the exchange has not been provided.